Manufacturer narrative:
Evaluation of the console could not duplicate the reported issue. Review of console log data found error codes related with a bad priming, which could have caused the vent valve to open at the wrong time and cause the reported depriming issue. The console was reassembled and passed all functional testing.

Event description:
The hospital perfusionist reported an issue encountered with the mps console during use. The perfusionist explained that after the priming step while attempting to deliver, the disposable de-primed. The report stated this has happened on other separate occasions; details not available. There were no patient complications reported as a result of the alleged issue. The console will be evaluated at the facility by a field service engineer.